Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, thrombosis and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020 the patient had a 3.5x8 mm xience sierra stent implanted. On (B)(6) 2020 the patient experienced nstemi and other cardiovascular symptoms and was re-admitted to the hospital. Reportedly, surgery was performed. The patient was admitted again on (B)(6) 2020 for thrombosis. It is not specified what treatment was performed. The patient expired on the same day. No additional information was provided.